Manufacturer narrative:
The zenith line of aaa products have successfully met the design input requirements needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, warnings, precautions, contraindications, and the proper deployment sequence. Additionally, the IFU stresses the importance of minimizing handling of the constrained endoprosthesis during preparation to decrease the risk of contamination and infection. Cook has procedure in place to monitor and control the conditions of the manufacturing environment specifically for the zenith family of products, bioburden and endotoxin levels are tested quarterly. There were 11cd's returned, organized by a variety of dates that coincide with several of the key dates mentioned in the event description. In addition to the returned devices above, the hospital provided test results showing the aortic thrombus, around the graft in the aneurismal sac, was gram positive for cocci and rods. At this time, the complaint is considered confirmed. As mentioned above, the hospital detected cocci, specifically the bacteria peptostreptococcus, from a biopsy of aortic thrombus that was around the graft in the aneurysm sac. These bacteria are commensal organisms in humans that can live in a variety of areas; bone, skin, soft tissue, etc. They are part of the normal florae of human mucocutaneous surfaces. It is unk at this time what generated the action to culturize the tissue or how long after open surgery the cultures took place. There appears to be no connection between the infection and the type ii endoleak. All four components from the initial procedure were returned. The main body component had been cut circumferentially two stents proximal to the bifurcation. It is speculated this was done to facilitate in the explant process. Other than the cut graft, there were no notable observations found. At this time, there is no evidence to suggest the device was not manufactured to specifications and we are unable to determined with certainty, the exact cause of the infection. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male underwent evar in 2005. Pt did not have much calcification and mod. Aneurismal tortuosity. Two months later, pt had CT and small type ii endoleak was noted. In 2006, fibrin glue sac injection. Two weeks later, CT revealed an endoleak. In 2007, non-contrast CT revealed aaa was larger. Three months later, cardiac cath, right femoral approach with angioseal closure device. Two months later in late 2007, CT revealed a type ii endoleak with slight increase in aaa size. In 2008, conventional angio showed no type I endoleak but a persistent type ii endoleak. Sixteen days later, CT showed type ii endoleak with increase in aaa size. Two days later, cardiac cath, right femoral approach with angioseal closure device. Approx two and a half months later, CT reveals continued type ii endoleak but aneurysm size unchanged. Two months later, fibrin glue sac infection. Approx two and a half months later, CT, possible small residual type ii, aaa size unchanged. In 2009, pt was admitted. Six days later, physician explanted devices and repaired the aaa by incorporating celiac and superior mesenteric arteries with bifurcated 20 x 10mm dacron graft to bilateral common iliac arteries, carrell patch of left renal artery, fem-fem extracorporeal cardiopulmonary bypass. Pt was discharged the following month, doing well on IV zosyn for 4 wks for peptostreptococcus microscopically seen on the aneurysm tissue/clot sent for culture intra-op.